Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding false positive (resistant) cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021138103). Repeat analysis with the vitek® 2 ast-p652 test kit obtained negative (susceptible) cefoxitin screen results. Alternative testing included cefoxitin disk diffusion, pbp2a, and pcr (meca/mecc). All alternative testing obtained negative (susceptible) results. A biomérieux internal investigation was initiated; however, the isolate was not available for submittal. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. Vitek® 2 ast-p652 cards, lot 8021138103, met final qc release criteria. This lot passed qc performance testing.the isolate reported in the initial was for staphylococcus aureus. The customer provided new information that this isolate was staphylococcus hominis.

Event description:
A customer in (B)(6) notified biomérieux of false positive (resistant) cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021138103). Repeat analysis with the vitek® 2 ast-p652 test kit obtained negative (susceptible) cefoxitin screen results. Alternative testing included cefoxitin disk diffusion, pbp2a, and pcr (meca/mecc). All alternative testing obtained negative (susceptible) results. Initial vitek® 2: cefoxitin screen = positive (resistant). Repeat vitek® 2: cefoxitin screen = negative (susceptible). Disk diffusion: cefoxitin = negative (susceptible). Pbp2a = negative. Pcr meca/mecc = negative. The customer stated that there was a delay of 24 hours in reporting results, but there is no indication or report from the customer that the false positive result or the delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.